Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+3.0/062 (sphere/cylinder/axis), tore during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The eye is fine. The cause of the event was due to the device.